Event description:
During a sigmoid resection procedure, the device complete donuts. One half circular anastomosis and half not stapled (side to end anastomosis, without a problem. No patient consequence.